Event description:
It was reported that during a bowel resection, when the surgeon used the device to transect the intestine, the staples didn¿t apply. Relatively the knife also didn¿t apply. Another same like device was used to successfully complete the procedure. No fragments were generated. There were no patient consequences.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # 142a87. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload not loaded in the device. The reload had the proximal 16 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload. During the functional test with the returned reload the fire was stiff and fire cannot be completed. Due to the reload delivered double staples caused the stiff fire. In addition, the remaining drivers down were examined for visual inspection and also contained double staples. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. The double staples observed are potentially related to a manufacturing process. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 142a87, and no non-conformances were identified.